Event description:
It was reported the nylon graphics cases are coated and are peeling and seem to be falling apart; in very poor condition. The surgery was performed intraoperatively. The procedure was completed with no harm to the patient. Report 1 of 3.

Manufacturer narrative:
The device was used for treatment not diagnosis. Unk lot number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: one unit was received on with a received condition noted as used with signs of wear or damage in the field. The top surface of the case lid is severely damaged in the form of gouges and scratches. The protective nylon coating of the lid on the top surface has been compromised. The nylon coating is peeling away or delaminated from the substrate surface and is missing completely in several delamination sites. The silkscreen graphics located on the lid are legible and intact. The following case components are noted as used: 1/3 tray assy, 1/3 tray assy, full length tray assembly, and case base assy. The nylon coating is noted as delaminating or peeling in several locations of each tray and the base. The delamination is consistent and is in area(s) located along the inner fold lines of the trays and base. The delamination sites appear to have bubbled from the substrate. The remaining components are noted as used. Conclusion specification investigation: no lot number was submitted for this complaint. A review of the manufacturing techniques used on the subject tray and brackets has determined that the unit was manufactured at (B)(4). The nylon spray operation is currently performed by outside vendors. A jd edwards review has determined that all spray nylon services to date have been provided by pct inc. The nylon surface has delaminated as complained. This complaint is deemed valid from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).